Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Upon completion of the investigation, a follow-up report will be submitted. The device identifiers were not provided, however, the lot history records of all potential lots shipped to the facility were reviewed and there were no discrepancies or unusual findings. Manufacturer reference: (B)(4).

Event description:
On (B)(6)2025, a 40-year-old male underwent deep vein thrombosis (dvt) thrombectomy using inari devices. The patient's clot age was estimated at 14 days. A large amount of chronic clot was collected inside the collection bag of the clottriever bold catheter (CT bold) during the third pass with the device. An attempt to remove the whole system (CT bold and clottriever sheath, 13 fr (CT sheath)) was made, however the attempt was unsuccessful, and the CT sheath was removed and the CT bold remained in the patient's vessel. To remove the CT bold, the physician manipulated the collection bag to redistribute the clot and then was able to remove the entire device. While reviewing imaging during the case, the team noticed a radiopaque object. It appeared the marker band had separated from the catheter. The radiopaque marker was able to be removed with a newly opened CT bold device. There were no injuries to the patient, and it was estimated that 95% of the patient's clot was removed.

Manufacturer narrative:
The clottriever bold (CT bold) was returned to the manufacturer and evaluated. The CT bold was returned within the clottriever sheath (CT sheath) and the collection bag was opened. Some resistance was felt while collapsing the bag. An amplatz guidewire was inserted and was unable to successfully load past the distal end of the inner catheter. A blood clot was observed at the area of resistance. The radiopaque marker band was also returned for investigation. The CT bold delivery catheter was inspected, and the marker band was verified missing, the tip was damaged, and the ptfe liner was emerging from the catheter. The ptfe liner was removed to focus on the delivery catheter. The liner was easily removed. A small amount of blood was observed between the pebax and liner. The collection bag was deployed and retracted in the delivery catheter of a lab CT bold that was exhibiting some signs of delamination. The marker band was observed lifting and the liner could easily be propagated throughout the catheter. The failure was attempted in another CT bold with no evidence of delamination. The liner stayed intact and would not lift, with no impact to the marker band. The collection bag was likely unable to collapse due to the large blood clot captured within the device and was unable to fit through the CT sheath. Constant attempts to resheath the collection bag likely caused the delamination to propagate, ultimately leading to the marker band separating from the device. The device identifiers were not provided, however, the lot history records of all potential lots shipped to the facility were reviewed and there were no discrepancies or unusual findings. Additionally, a complaint history review was conducted for all potential lot numbers and no similar issues have been reported. The device labeling includes the following warning statements: "avoid using excessive force to advance or retract against resistance. If excessive resistance is encountered, retract, and collapse the collection bag and coring element into the outer catheter and remove the device. Excessive force against resistance may result in damage to the device or vessel." "Examine the clottriever bold catheter prior to insertion to verify it is not damaged." Manufacturer reference #: (B)(4).